Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: an additional product investigation was completed: the device was received with the screw broken off transversely. There is also one distal thread that is deformed/bent. This is consistent with the reported complaint condition, thus confirming the complaint. The x-rays also confirm the breakage of the screw with a portion of the device still in the patient. Dimensional analysis was completed; the relevant dimensions were conforming. The relevant drawings were reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.038.190s, lot h620538: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: product was not returned. Based on the received x-rays the complaint description can be confirmed. However, based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The design and clinical risk management (dcrm) was reviewed and found to adequately address the harm of this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot manufacturing location: elmira / monument, manufacturing date: 14-may-2018, expiration date: 01-may-2028, part number: 04.038.190s, tfna fenestrated screw 90mm -sterile, lot number: h620538 (sterile), lot quantity: 57 , work order traveler met all inspection acceptance criteria. Inspection sheet, inspect 1 / final inspection, rev k met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Scn 15017 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: h463275, lot quantity: 3,885 lbs. Raw material receiving/putaway checklist met all inspection acceptance criteria. Note: this is an elmira raw material DHR and does not include a lot summary report, supplier certification or evidence of independent acceptance testing. Device history batch null, device history review (DHR) 17-may-2019: this lot met all dimensional, visual, sterility and packaging criteria at the tim. H3, h6: investigation summary product was not returned. Based on the received x-rays the complaint description can be confirmed. However, based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. E of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, a trochanteric femoral nail advanced (tfna) lag screw was found to be broken and during x-ray review, two (2) backed out distal locking screws were visible. Initially, the patient had implantation using a tfna system on (B)(6) 2018 because of subtrochanteric proximal femur fracture. Moreover, on an unknown date, the patient experienced localized pain due to the failure of the screws and underwent revision on (B)(6) 2019. The tip of the lag screw remained in the patient. Patient status is unknown. Concomitant devices reported: tfna nail (part# 04.037.159 , lot# h271013 , quantity 1).

Manufacturer narrative:
This report is for one (1) unknown lag screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown lag screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially, the patient had implantation using a tfna system on (B)(6) 2018. However, on an unknown date, the patient experienced localized pain due to the failure of the screws. On (B)(6) 2019, an unknown trochanteric femoral nail advanced (tfna) lag screw was found to be broken and two (2) distal locking screws were found backed out. The planned revision is scheduled for (B)(6) 2019. Patient status is unknown. Concomitant devices: tfna nail (part unknown, lot unknown, quantity 1); helical blade (part unknown, lot unknown, quantity 1). This report is for one (1) unknown tfna lag screw. This is report 1 of 2 for (B)(4).